Event description:
Harmonic handpiece did not function. Reading on generator was "replace instrument". The cord was replaced as a first attempt to troubleshoot but received the same response. The handpiece was replaced, and the system functioned.